Manufacturer narrative:
The reported event of ineffective stimulation was not confirmed. The return octrode lead passed all electrical testing. No root cause was identified for reported issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 3006705815-2020-02494. It was reported that the patient experienced ineffective stimulation on their left side. The left lead was explanted, and a new lead was implanted. The serial number of the left lead is unknown at this time therefore both leads are being reported. There were no complications during the procedure and effective therapy was restored post procedure. Patient was stable.